Manufacturer narrative:
It is reported the original surgery was performed by a surgeon in (B)(6). Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event, however it is reported the patient experienced excessive growth and health issues. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient underwent an emergency removal of the pectus implant as a result of excessive growth, eight inches in two years, and additional health complications. The patient will have a custom bar implanted after the health conditions (which were not disclosed) are resolved.

Manufacturer narrative:
Although the products were not returned for evaluation, and evaluation as conducted. Based on the evaluation, fields were updated. The product identities were not confirmed due to the parts not being returned. As it was confirmed that there was a revision involving the implants, then the complaint is considered confirmed. However, there was no alleged malfunction of the device. The distributor states that the removal was due to the result of excessive growth (eight inches in two years) and additional health complications. The most likely underlying cause of the complaint is patient condition.